Event description:
It was reported that the battery keeps charging or won't hold charge. There was no patient connected to the device at the time the event occurred.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 15/jun/2018. The customer replaced the battery. The reported problem was not confirmed. The unit was repaired. The ventilator was in working condition for patient use. The battery was not returned for evaluation. Unable to determine cause.